Manufacturer narrative:
(B)(4). It was reported that following insertion of the mesh the patient experienced pain, extrusion, urinary problems, recurrence, dyspareunia, erosion, infection, bleeding and other unspecified issues. It was reported that the patient underwent revision on (B)(6) 2012 for mesh erosion. (B)(4).

Event description:
It was reported that the patient underwent a gynecological procedures and mesh products were implanted. It was reported that the patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted due to genuine sui. No new/additional information was included. A review criteria. Of the batch manufacturing records was conducted and the batch met all finished goods release